Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a replace battery now alarm without receiving a low battery alert prior. Customer's blood glucose was 350 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool confirmed pump error and replace battery now alarms were triggered due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, the insulin pump was monitored and functioned properly. The device had a minor scratched display window and case.